Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula bent and the catheter kinked near the handle. Functional tests were not performed due to the device condition. Review and analysis of all available information indicate a probable root cause of operational context due to limited performance caused by anatomical and procedural factors. The complaint that the handle cannula detached was not confirmed. However, the device has the handle cannula bent and the catheter kinked, which prevented the device from actuating properly. A device history record (DHR) review was performed and no deviations were found.

Event description:
This report pertains to the second of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report #3005099803-2016-01676 for the other associated device information. It was reported to boston scientific corporation that two captiflex small oval snares were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula became detached when the snare was actuated. A second device was used and the same issue occurred, however, they were able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although expected, the suspect device has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and this event.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report #3005099803-2016-01676 for the other associated device information. It was reported to boston scientific corporation that two captiflex small oval snares were used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula became detached when the snare was actuated. A second device was used and the same issue occurred, however, they were able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.